Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported the loosening of the tibial component and posterior migration associated with insert disconnection from tibial baseplate with most likely fracture of insert at less than 1 month post op.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported the loosening of the tibial component and posterior migration associated with insert disconnection from tibial baseplate with most likely fracture of insert at less than 1 month post op.